Manufacturer narrative:
A ge oec service representative investigated the issue and found a noisy power supply that was removed and replaced. The hard drive was also removed and replaced to restore functionality. Additionally, the system isolation transformer was re-strapped to better accommodate the power supply in the facility. The system was tested, and operates as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was caused by this malfunction.

Event description:
The ge oec 9800 fluoroscopy system would not boot up.